Manufacturer narrative:
Concomitant medical products: 6947-65 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported the ICD is not working. Attempts to gain additional information were not successful. The device remains in use. No patient complications have been reported as a result of this event.